Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving sensor glucose and blood glucose readings that differ greatly from one another. Customer reported that she experienced a sensor glucose reading below 40 mg/dl but when she tested, she was actually at 150 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.